Event description:
--

Event description:
Boston scientific received information that during a device change out procedure for normal battery depletion, the right ventricular (rv) lead as well as the competitive right atrial (ra) lead were noted to be stuck in the header of the device. The physician ensured that all eight setscrews were loosened with no success. When removing the competitive ra lead the physician tugged so hard that the terminal pin became detached from the lead and remained in the header. In order to remove the rv lead, the physician cut it out of the device header. Both leads were surgically abandoned and then explanted the following day. No additional adverse patient effects were reported. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected the device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.